Manufacturer narrative:
(B)(4). In the absence of device returned for analysis a conclusive cause for the reported difficulty removing the device could not be determined. The reported patient effect of dissection is a known inherent risk of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported event appears to be related to the absence of femoral angiogram performed prior to the procedure. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a diagnostic procedure. Reportedly, the proglide device was backed out past the wire port and the knot was being advanced; however, the device could not be removed completely from the patient anatomy. A cut down was performed and the device still could not be removed. The device was pulled and was able to be removed; however, a dissection in the artery occurred requiring a surgical patch. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.